Event description:
Patient was revised to address acetabular cup loosening and pain. **update** (B)(6) 2011 - litigation papers were received. Litigation papers allege the patient was injured by excessive levels of chromium and cobalt. The femoral head was added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec¿d (B)(4) 2013 - medical records were received. Revision operative report indicates the following: pain; moderate effusion in the joint space; metal staining of tissues; no significant bony ingrowth behind cup. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.